Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away due to multi-system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2021 due to multi-system organ failure. (B)(6) was not returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The heartmate ii lvas instructions for use (IFU) lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for vad-58493 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02apr2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.